Event description:
The customer reported via phone call that the insulin pump alarmed no delivery, as well as motor error during the prime process. The customer also reported having high blood glucose levels. The customer's blood glucose was 438 mg/dl, and the customer complained of thirst and frequent bathroom visits. The customer's blood glucose was 411 mg/dl at the time of the no delivery alarm, which was resolved by a complete set change. The customer treated by using the insulin pump to bolus. The customer declined to fully troubleshoot for the high blood glucose, since the insulin pump was being replaced for the motor error alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window and a scratched reservoir tube window.